Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device result was 438 mg/dl at 11:40 am and 5 minutes later a stat lab measure 156 mg/dl. Reporter indicated patient treatment was withheld pending the stat lab results however the treatment, if any administered, was not provided. Reporter stated controls were run and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.